Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of fracture, impedance issue, lead body not straight and migration were defined in the product risk documentation. These event types have been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator was unable to connect to their device with their remote. Switching programs still got a red light showing at the bottom of the remote. On (B)(6) 2025, the representative met with the patient and discovered there were open impedances on all four electrodes. The physician ordered an x-ray and showed slight movement of the placement of the lead, and the patient was scheduled for a lead revision. On (B)(6) 2025, the patient went in for their lead revision. The lead was then removed from the battery, and a stim clip was used to check impedances. The impedances were noted to be all open and was decided to replace the lead. Another review of the x-ray was done, and it was noted that there was a sharp bend in the lead not noted previously. The lead was removed in full, and it appeared as though there was a small fracture in the lead just above the tines. The lead was replaced in the usual fashion, and the patient was then reprogrammed with no further complications. There were no patient complications.

Event description:
It was reported that the patient with this neurostimulator was unable to connect to their device with their remote. Switching programs still got a red light showing at the bottom of the remote. On (B)(6) 2025, the representative met with the patient and discovered there were open impedances on all four electrodes. The physician ordered an x-ray and showed slight movement of the placement of the lead, and the patient was scheduled for a lead revision. On (B)(6) 2025, the patient went in for their lead revision. The lead was then removed from the battery, and a stim clip was used to check impedances. The impedances were noted to be all open and was decided to replace the lead. Another review of the x-ray was done, and it was noted that there was a sharp bend in the lead not noted previously. The lead was removed in full, and it appeared as though there was a small fracture in the lead just above the tines. The lead was replaced in the usual fashion, and the patient was then reprogrammed with no further complications. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.